Manufacturer narrative:
(B)(4). D10: concomitant devices - persona posterior stabilized narrow femoral component right size 7 catalog#: 42506006202, lot#: 66126033, persona cemented all-poly patella 32mm, catalog#: 42540200032, lot#: 66577478, persona posterior stabilized articular surface right 10mm, catalog#: 42522400510, lot#: 66690468, biomet bone cement r 1x40 us, catalog#: 110035368, lot#: aw48da0214. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing knee pain and tibial radiolucency approximately twelve (12) weeks following right knee arthroplasty. No revision has been planned to date. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: b1, h1. Radiographic review confirmed lucency along the bone hardware interface of the tibial component, suggesting early loosening. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.